Event description:
Caller reported a cgm error 42, indicating a malfunction in the continuous glucose monitoring system. There was no adverse impact to the customer¿s blood glucose level. The caller reset their pump and the issue was resolved.